Manufacturer narrative:
Baxter received and evaluated the device.  Visual inspection did not identify any abnormalities that could have contributed to the reported condition.  A service history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was not verified. The device was found to deliver within specification.  A review of the event history log identified multiple downstream occlusion alarms, but it was not determined if the alarms were true or false. . The reported condition was verified. No causality was identified and no correction is required.  Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump alarmed constant downstream occlusion. The reported event was discovered during testing in the biomed service. There was no patient involvement. No additional information is available.